Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgery coordinator reported that during a cataract extraction with intraocular lens (iol) implant procedure, a dislocated lens noted. The lens was explanted in a same procedure. The clinical reason for the explant was zonular dehiscence. Additional information has been requested.